Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the electronic assembly or motor. The insulin pump had a cracked display window corner, cracked display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump had a large crack from the top right hand corner of the screen, which extending to the back of the device. The blood glucose reading was 5.4 mmol/l. The customer stated that when it was very humid, she could see moisture in the display screen. It was noted, however, that the device had not been exposed directly to moisture; it had been damaged with normal wear and tear. Advised replacement of the insulin pump. Nothing further reported.